Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The exact procedure date is unknown. According to the complainant, when the physician distended the internal bolster with an obturator, the internal bolster detached before it was placed into the patient. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Visual examination of the returned device revealed heavy residues were present indicating use and handling. The bolster was found to be separated from the device but was not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The tubing did not present evidence of material degradation during implantation the complaint was consistent with the reported event of internal bolster detached. The bolster failure appeared to have possibly occurred while undergoing shear force during the handling of the device since the unit returned presented residues indicating that was involved within the surgical intervention and in contact with the patient fluids. Bolster detachment most likely occurred because excess force was applied to the device causing the bond between the tubing and bolster fail. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The exact procedure date is unknown. According to the complainant, when the physician distended the internal bolster with an obturator, the internal bolster detached before it was placed into the patient. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.